Event description:
It was reported to boston scientific corporation that navigator hd device was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2022. During the procedure, the sheath appeared brittle and broke in multiple places. Reportedly, the wire inside the sheath made it possible to easily retrieve the fragments. The procedure was completed with the use of another sheath. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to be (B)(6) 2022 based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath device was used during a ureteroscopy procedure performed on (B)(6) 2022. During the procedure, the sheath appeared brittle and broke in multiple pieces but remained attached to the coil wire. It was reported that the wire inside the sheath was pulled out slowly which made it possible to easily retrieve the fragments. The procedure was completed with another sheath. There were no patient complications have been reported due to this event.

Manufacturer narrative:
Block h6: medical device code a0414 captures the reportable event of sheath appeared brittle and broke. Block h10: investigation result. The returned navigator hd device was analyzed, and a visual evaluation noted that only the sheath was returned. The inner dilator was not returned with the device. The sheath was torn along the working length and the inner coil wire was stretched out. A functional evaluation could not be performed due to the condition of the device (sheath was torn and bent). Microscopic examination was performed and it was found that the sheath had bending marks. No other problems with the device were noted. The reported event of sheath break was confirmed. It is possible that factors encountered during the procedure, such as handling and manipulation of the device during use could have caused the found problem of sheath torn and stretch marks on the sheath. Therefore, the most probable root cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: correction: block b3 (date of event), b5 (describe event or problem) and h10 (additional MFR narrative).